Manufacturer narrative:
The motor control board has been sent to maquet for laboratory investigation. Investigation by life cycle engineering has been performed on 2017-11-30 under lce03534: the rotaflow most probably stopped due to a faulty stop signal caused by the defective motor control board of a single roller pump. The root cause for this defect will be investigated under complaint (B)(4). Thus the failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Customer reported: cardiopulmonary bypass initiated in normal fashion for aneurysm repair. Cooling initiated per surgeon's request. Approximately thirty minutes into the pump run, clinical perfusionist notices that the rotaflow console on the hl20 has a status display of "art stop". Rpms had gone to zero and there was no flow being generated. No air or level intervention had been activated. Perfusion notices "erod" displayed in the pressure 1. A pump sucker then also failed. Perfusionist replaced rotaflow console with a new unit and placed the affected sucker tubing into another roller pump. There was an estimated 3 minute lapse in flow to the patient. No known consequences to the patient. (B)(4).